Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. Additional information: the analysis results found that the device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received fully loaded with staples. The returned device opened and closed as intended. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic assisted low anterior resection procedure, when the device was closed, it made a popping noise when trying to transect the ima using a white reload. Then fired it, and it got stuck, and had to pry it open. No staples came out and the knife did not advance. The device was reloaded and when he attempted to fire it, the device locked out. The surgeon used an endo loop to complete the case. There was no adverse consequence to the patient.